Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check a clinician, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.